Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter disconnection from hub is confirmed, use related. One accucath placement device and 20 g catheter was returned. The catheter was not attached to the placement device and the catheter has been detached from the catheter hub. The catheter displays significant elongation and deformation consistent with tensile failure. The hub was bisected along the longitudinal access, revealing that a portion of catheter was remaining within, terminating at the proximal end of the catheter engagement feature. Based on the event description and the evidence of tensile failure, the complaint is confirmed, use related. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that she opened the box of product and tested one of the accucath's and the catheter easily detached.